Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was corrosion in the motor, rotor and sag head. Those parts were each replaced along with bearings and other components. Svc repaired and returned the device to the customer.

Event description:
It was reported that the handpiece started smoking during a surgical procedure. The procedure was completed successfully with a back-up device. There were no adverse consequences reported as a result of this event.